Event description:
It was reported that the wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.